Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that the patient experienced low blood glucose levels on (B)(6) 2011. The reporter noted that patient's doctor indicated that the basal rate should be changed. The patient's blood glucose level was 35 mg/dl at 5:15pm. The patient was given milk and glucagon. The patient was groggy and lethargic and was given orange juice at 5:30pm. At 5:50pm, the patient's blood glucose level rose to 50mg/dl and then 61mg/dl at 6:44pm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.